Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated it took a long time to heal ¿in that one spot.¿ the patient clarified that the area was infected and slowly healed about 3 weeks after implant. The patient stated they started having chronic hives and had epinephrine injection ¿that would not go away¿ about 4 weeks before the report. The patient also reported being on 3 allergy medications, having allergy testing done first and then metal testing. The patient stated they were allergic to nickel and inquired if the ins had nickel. It was reviewed that the ins was mostly titanium, however, the lead used a nickel alloy in some components. It was noted that the situation was being addressed by a healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.